Event description:
It was reported via medwatch (B)(4) that during a percutaneous coronary intervention (pci) procedure, guide wire tip detachment occurred. The procedure was indicated due to a non-st elevation myocardial infarction. Access was obtained via the right radial artery. The 90% stenosed target lesion was an area of instent restenosis in the moderately tortuous obtuse marginal (om1) artery with an area of 50 % restenosis in the more distal vessel. It was extremely difficult to wire the om1 branch given the marked acute angle bend at the site of the first lesion. Ultimately, a .014 pt2 ms guide wire was able to be passed distally, after attempts with 2 non-bsc wires were unsuccessful. It was extremely difficult to visualize the proximal edge of the previous stent. Angioplasty of the first lesion was performed with a 3.0x12mm nc quantum apex balloon catheter that was inflated to 8 atms. A 2.5x12mm promus stent was advanced, but was unable to cross successfully. It was then noted that the distal tip of the wire had been sheared off distally and was lodged in a small branch. The patient had been given a large amount of dye at this point and it was felt that given the small branch in which the wire was located, the trade off of acute renal failure would not be indicated to try and retrieve the wire in a diminutive vessel. The procedure was considered completed with this device. No additional patient complications were reported and the patient has remained clinically well.

Event description:
It was reported via medwatch (B)(4) that during a percutaneous coronary intervention (pci) procedure, guide wire tip detachment occurred. The procedure was indicated due to a non-st elevation myocardial infarction. Access was obtained via the right radial artery. The 90% stenosed target lesion was an area of in-stent restenosis in the moderately tortuous obtuse marginal (om1) artery with an area of 50 % restenosis in the more distal vessel. It was extremely difficult to wire the om1 branch given the marked acute angle bend at the site of the first lesion. Ultimately, a .014 pt2 ms guide wire was able to be passed distally, after attempts with 2 non-bsc wires were unsuccessful. It was extremely difficult to visualize the proximal edge of the previous stent. Angioplasty of the first lesion was performed with a 3.0x12mm nc quantum apex balloon catheter that was inflated to 8 atms. A 2.5x12mm promus stent was advanced, but was unable to cross successfully. It was then noted that the distal tip of the wire had been sheared off distally and was lodged in a small branch. The patient had been given a large amount of dye at this point and it was felt that given the small branch in which the wire was located, the trade off of acute renal failure would not be indicated to try and retrieve the wire in a diminutive vessel. The procedure was considered completed with this device. No additional patient complications were reported and the patient has remained clinically well.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed a fracture located approximately at 182.5 cm from the proximal end. All outer diameter measurements are within the specifications. Mtac analysis revealed the failure occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).